Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (B)(6); product type: 0184-catheter; implant date (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for spinal pain. It was reported that the patient had a 2ml volume discrepancy at a refill a couple of months ago. They had their pump refilled again yesterday and there was a 6ml discrepancy. There was too much drug in th e pump. The healthcare provider (hcp) felt it was getting worse. It was difficult to aspirate drug from the side port but they had not yet done a dye study. The hcp planned to schedule the patient for a catheter revision and replace the pump at the same time since it will reach end of service in 30 months.